Event description:
Fat necrosis [slurry] [fat necrosis], chronic pelvic pain [slurry] [pelvic pain], fibrohistiocytic reaction [slurry] [inflammation], pelvic adhesions [slurry] [pelvic peritoneal adhesions]. Case description: spontaneous report received on 13-jun-2008 from a company rep regarding a female pt of unk age and initials who experienced chronic pelvic pain. Adhesions, fibrohistiocytic reaction and fat necrosis after receiving seprafilm. The pt underwent hysterectomy with bilateral salpingo-oophorectomy on an unk date in (B) (6) 2007 due to chronic pelvic pain. During surgery, a seprafilm procedure pack of six sheets, 5x3 were placed at the vaginal cuff in the pelvic area as "slurry'. It was unk if any irrigant fluids were used during surgery, latex or powdered gloves were used, products were left behind in the abdominal cavity or if catgut or silk sutures were used. The pt's pelvic pain persisted after the procedure. On an unspecified date in (B) (6) 2008, the pt was referred to a gastrointestinal specialist for colonoscopy. Colonoscopy results were reported as "clean". Further imaging (type and results unk) was performed on unspecified dates in (B) (6) 2008. The pt's pelvic pain persisted. On (B) (6)2008, the pt had a laparoscopy performed for lysis of adhesions, which were biopsied. Pathology results reported that the left peritoneal vaginal cuff, right peritoneal and left side wall were "in line" with fibrohistiocytic reaction and fat necrosis. At the time of this report, the pt was still experiencing chronic pelvic pain.